Event description:
Boston scientific received information that during a recent follow up this device triggered elective replacement time (ert). It was noted that at the previously follow up the battery status displayed a longevity of > 5 years. Premature battery depletion was alleged. An urgent procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, this device was explanted and returned. Upon analysis this investigation will be updated.

Manufacturer narrative:
At this time the device remains implanted. Upon explant, return, and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation.